Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was resistance when pushing the plunger when using a bd precisionglide¿ needle. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: no samples or photos were received in the (B)(4) plant for evaluation therefore failure mode could not be verified. If the needle worked when drawing the insulin from the vial, then it would appear not to be a manufacturing issue. Assembly batch 6271874 had 50 visual inspections performed on 2,650 parts with zero defects noted. The ID inspection system was challenged 28 times using 700 parts with zero failures recorded. One notification was written for a defective seal during packaging. Product was reworked. This does not impact the issues listed in the complaint. Investigation conclusion: investigation results: no sample or photos attached. Root cause description: possible root cause: if the needle worked when drawing the insulin from the vial, then it would appear not to be a manufacturing issue.